Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and transported to the hospital. According to the reporter, the patient's rhythm converted to a shockable rhythm shortly before reaching the hospital ed and when the medics attempted to use the device to defibrillate, the device alarmed "connect cable" and would not charge. The report states this happened again before they arrived at the hospital ed. The patient was transferred to the ed where pt was resuscitated.